Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set crimped cannula event on 22-sep-2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.